Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during decontamination condensation in control panel was unconfirmed on the arctic sun device. The unit primed to fill was unconfirmed and filled normally.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during decontamination condensation in control panel was unconfirmed on the arctic sun device. The unit primed to fill was unconfirmed and filled normally . Per sample evaluation results received on 07jan2023, it was reported that the 1/2 l shaped tube and double bend tube were expanded. It was noted that the replaced tank tubing due to normal wear as preventive maintenance.